Event description:
It is reported that the patient had to be revised due to the fracture of the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.